Event description:
It was reported the lead sensing values were poor. The lead was removed and replaced. No patient complications have been reported as a result of this event. The patient status was reported as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead returned.